Manufacturer narrative:
The customer returned the suspected contour next ez meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips using a blood sample, which gave a satisfactory performance. The blood glucose readings obtained during in-house testing were stored as expected in the meter's memory.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that their blood glucose readings were not being properly stored in the memory of the contour next ez meter. For example, the customer obtained blood glucose readings of 140 mg/dl and 145 mg/dl, which were stored as 171 mg/dl and 185 mg/dl respectively in the meter's memory. Additionally, the meter stored two blood glucose readings from the days where no testing was performed. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.